Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that one day post-implant, low amplitude measurements, increased impedance measurements and elevated threshold measurements were noted on the right ventricular (rv) lead. As lead dislodgement was confirmed, the rv lead was repositioned with appropriate measurements. A few days later, the rv threshold measurement had again increased. X-ray confirmed the rv lead dislodgement. As a result, the rv lead was explanted and replaced. No additional adverse patient effects were reported.